Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the balloon, shaft and sidearm and in the guide wire lumen. There was moisture visible in the balloon and in the inflation lumen. Another company's guiding catheter was returned with another company's bleedback control valve attached. Also another company's guide wire and a whisper guide wire were returned. The stent was not returned with the catheter. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were chatter marks on the entire length of the balloon. There was a bend in the hypotube at the distal end of the strain relief tubing. No other damage to the catheter was noted. The catheter was loaded into and removed from the returned guiding catheter without resistance. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the zeta would not advance all the way out of the guiding catheter, the stent could not be retracted back into the guiding catheter and the guiding catheter and stent delivery system (sds) could not be removed as a unit completely out of the body, so the zeta was deployed in the contralateral posterior tibial artery and there were no additional problems or complications. Quality assurance analysis of the returned catheter found that the sds was returned with another company's guiding catheter, bleedback control value and guide wire. A whisper guide wire was also returned. The balloon was tightly folded and there were crimp marks visible on the balloon between the markers. The balloon had chatter marks down the entire length of the balloon. This may have been from interacting with the guiding catheter during the attempts to retract the balloon into the catheter. The only other damage to the catheter was a bend in the hypotube at the distal end of the strain relief tubing. This damage most likely occurred during the procedure, as there was no mention of this damage in the incident. The initial difficulty to position and retract the stent in the guiding catheter may have been caused by a damaged or flared strut. There was no mention of any stent damage prior to use and the stent was implanted and therefore not returned for analysis; however, this is one possibility that could have caused the reported issue. During the lab analysis, the returned catheter was loaded into and removed from the returned competitors guiding catheter without resistance. Therefore, analysis was unable to verify the reported difficulty, but the exact conditions of the procedure cannot be duplicated. Based on the case description and analysis of the returned device, the reported difficulties appear to be related to the operational context of the device and the circumstances surrounding the procedure, but a conclusive root cause cannot be determined. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury / disability. Reporting rationale: stent deployed in an unintended site. Device issue: difficult to position / difficult to remove. It was reported that the guiding catheter was advanced into the right coronary artery. The zeta stent delivery system (sds) was introduced; however, only 2/3 of the distal part of the stent could be advanced out of the guiding catheter. The stent was unable to be removed from the guiding catheter. An attempt was made to remove the guiding catheter and the sds as a single unit; however, this was unsuccessful. The guiding catheter was retracted towards the aortic bifurcation and the stent was deployed in the contralateral posterior tibial artery (unintended site). No additional event or patient information is available.